Event description:
It was reported that noise had been observed on the atrial lead. No patient symptoms were reported. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
.